Manufacturer narrative:
(B)(4) it was reported that the patient's blood pressure dropped during the case. Flouro confirmed perforation leading to cardiac tamponade. Pericardiocentesis was performed and 1400 cc of fluid was removed and the patient was moved to the operating room for cardiac surgery. Customer stated that following after the injury was discovered, when the catheter steering tension knob was released, the catheter remained deflected. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The sensor resistance values were found within specifications. Finally, a deflection test was performed and the catheter passed. Catheter did not get stuck during the analysis the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, (B)(6) years old female, underwent an idiopathic ventricular tachycardia (idvt) procedure suffered a cardiac tamponade and surgical intervention. During the mapping phase, the patient's blood pressure dropped. Flouro confirmed perforation leading to cardiac tamponade. Pericardiocentesis was performed and 1400 cc of fluid was removed and the patient was moved to the operating room for cardiac surgery. It was stated that following after the injury was discovered, when the catheter steering tension knob was released, the catheter remained deflected. No a transeptal puncture was not performed. No ablation was performed prior to the cardiac perforation being noticed. The physician¿s opinion on the cause of this adverse event was a procedure related. The patient is expected to make a full recovery. The patient needed to remain in the hospital for longer for recovery from a vt ablation.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The bwi equipments involved were: carto 3 system (serial#(B)(4), stockert generator (serial# (B)(4)), and coolflow pump (serial# (B)(4)). (B)(4).